Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
The reporting person said: during the procedure the mechanical suture opened alone after clipping. No injury reported.the doctor performed a manual suture to correct the issue. The patient is in good status.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Both sulus were received with a full complement of staples and the interlock was engaged. Microscopic inspection revealed damage to both knife blades. The sulus were reset and loaded into the returned instrument. The instrument and sulus were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the knife blade damage condition may occur if the loading unit and knife blade was applied over an obstruction or thick tissue during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.